Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) circuit failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an ovp circuit failure occurred. The customer informed the remote service engineer (rse) of the error codes that were showing on the ventilator. The rse advised the customer it could be a faulty power management (pm) printed circuit board assembly (pcba) or motor controller (mc) pcba. The customer informed the rse they had parts on stock to replace. The rse also provided the customer with part numbers of the pm pcba and mc pcba if they needed to order new parts. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 01dec2025, 15dec2025, and 22dec2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.